Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the torn clip introducer. It was reported that during device preparation, as the clip was being loaded into the clip introducer (ci), the physician pulled too hard and too fast and the clip caught on the ci. The tip of the ci was damaged by the grippers. The device was not used and there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) and torn material (ci) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The reported difficult to insert due to clip becoming caught on the ci resulting in torn material (ci) appears to be related to user error. The reported user error (improper or incorrect procedure or method) was due to the user using force (pulling to hard) and fast while loading the clip into the introducer causing the clip to become caught on the ci resulting in torn ci. The mitraclip nt instructions for use states: clip delivery system functional inspection, step 19.5.28 instructs to "carefully slide the clip introducer over the clip." There is no indication of a product quality issue with respect to manufacture, design or labeling.